Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems inc., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the customer reported that the device, sb534, was being used on (B)(6) 2021 during what is believed to be a laparoscopic cholecystectomy when the "doctor deployed endopouch bag, bag ripped open at bottom, when it was removed doctor had to go back into patient abdomen laparoscopically to verify no pieces of bag left in abdomen." The procedure was completed. Upon further assessment, it was discovered that there was no delay to the procedure.there was no report of patient/user impact or injury. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.